Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that, upon entering the store, the patient walked through the eas equipment and, halfway through the store, they had to go to the restroom as they couldn't hold their bowels. They went to the healthcare professional (hcp) office to be reprogrammed but, whenever they were near that type of equipment, their device would shut down. It was noted that they never turned their device off. When the device was turned on and off, it would give them a feeling of "relief" or knowing that it was there. It was noted that they rarely had gas. The lack of stimulation was work related, noting that they worked retail and eas were everywhere. Their device was reprogrammed but, if they went to the store, they'd have to re-do the device again and play with it. They noticed more bowel issues when they took their leave of absence on (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that the patient had been reprogrammed twice in 10 days because of bowel issues and accidents, and it seemed like it was getting worse instead of better. It was noted that when they went in for reprogramming, they were told that their device was shut off. They stated that they worked in a retail store, and their healthcare provider told them that the ¿equipment shut off when they went in there; the magnet field would do that everywhere in their store; their desk sits where the mainframe is, and there are magnetic doors, one on each side.¿ the patient also stated that they used an rf handheld laser. It was also reported that after implant, their symptoms got better, then they got worse again, and that their symptoms were not consistent. They stated that when they would be in grocery stores, they noticed urgency to go to the restroom, but they couldn¿t get to the bathroom. They could stand up and could use the restroom. When they went through the (B)(6) doors, ¿it hit them,¿ they did not make it to the bathroom. They stated that they cleaned up, went through the garden center, before they felt the urge. They did not feel vibration, and almost did not make it to the bathroom. It was also reported that when they were at home, they turned it on to relieve pressure if their stomach looks really bloated. When they turn it on, they can feel it ¿bottom out;¿ it might release some gas, then starts up again, gets too strong, takes it back down, and it is better. It was noted that they were not feeling anything at the time of the call. Troubleshooting showed that stimulation was on, on program 1 at 2.95. It was recommended that they follow up with their healthcare provider to resolve their symptoms. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the magnetic fields around their store was causing their device to shut down. When she would go in to see the programmer, they would say "did you know it is shut off" but the patient didn't shut it off. They kept trying to reprogram it and they had been back to the reprogrammer five or six times. They started to notice a lot of issues since (B)(6) 2017 and they progressively got worse.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who added the ins shut down and turned back on when they went through eas doors at a grocery store. They added that it would do crazy things with computers and they had accidents at work. No further patient complications have been reported as a result of this event.